Event description:
Reporter alleges obtained a blood glucose result of "600 something" [mg/dl] which is outside the numeric reading range of 10-600mg/dl on the advantage system. No hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. Customer discarded device and declined to have replacement product sent.